Event description:
The customer reported just as technologist set up to do the portable exam, first battery warning was displayed. After exposure was performed and image was visible on screen, tool bar lit up as processing finished. Tech pulled out of room. When they went to annotate image, the screen for physician to review, the screen froze with the mouse icon over the brightness adjust bar. They drove portable back to the dept to plug into the pacs system and again attempted to annotate but the screen was still frozen and hard shutdown had to be performed using the breaker switch. Once the system was rebooted, they attempted to call the pt up from the worklist. Though it was pending status, it was not able to do too. And error message was displayed indicating the file path was not available. It is possible that the image was retaken, resulting in unintended radiation exposure.

Manufacturer narrative:
(B)(4). Investigation is still in progress. If additional information is received, a supplemental report will be submitted per 21 cfr 803.56. (B)(4).